Event description:
Approx one month ago, surgery procedural note: the wire and sheath were pulled back to the level of the ipsilateral iliac artery and an ipsilateral oblique arteriogram was obtained which revealed adequate caliber and location of the access site for placement of a closure device. An 8 french angio-seal closure device was successfully deployed. Excellent hemostasis was obtained. Almost two weeks later, surgery procedural note: procedure findings: extreme phlegmon along anterior surface of right cfa.